Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated the inner insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead, and it was not obstructed. There was blood on the distal conductor of the lead, and it was obstructed. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. The analyst noted the anchoring sleeve was not returned, and the lead was returned in 2 pieces. Visual inspection found both outer and inner insulation were cut at 15 cm from the is-1 pin. No conductor fracture was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantation of the right atrial (ra) lead, while suturing, the lead is suspected to have been damaged. The suture sleeve was cut through during the tie down nd the lead is suspected for possible fracture and insulation damage. The ra lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.